Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the software moved back to the registration screen and the registration was lost. The reported event occurred at end of procedure. Overall delay was less than 5 minutes. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The reported issue has not recurred.